Event description:
It was reported that the device is not meeting the expected longevity. The battery is depleting faster than expected. The device was explanted and replaced. It was also reported that the device reached premature battery depletion. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device is not meeting the expected longevity. The battery is depleting faster than expected. The device was explanted and replaced. It was also reported that the device reached premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - we did receive performance data collected from the device and have analyzed the data. The device is pre/approaching eri. The weekly trend in save to disk data file (B)(4) shows min bat=2.65 to 2.64 volts between (B)(4) 2011 and (B)(4) 2011, is before device rrt<= 2.62 volt. Also, the device was returned, analyzed and analysis of the device revealed normal battery depletion, meeting 80% of the expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - we did receive performance data collected from the device and have analyzed the data. The device is pre/approaching eri. The weekly trend in save to disk data file (B)(4) shows min bat=2.65 to 2.64 volts between (B)(6) 2011, is before device rrt<= 2.62 volt. Also, the device was returned, analyzed and analysis of the device revealed normal battery depletion, meeting 80% of the expected longevity.